Manufacturer narrative:
It was reported that steroid injections were administered to the abutment site on (B)(6) 2017. This report is submitted on june 22, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed keloid scarring at the abutment site. Subsequently, the patient was treated in (B)(6) 2016 with antibiotic ointment, in (B)(6) 2016, with antibiotics and in (B)(6) 2017, with ointment and oral antibiotics (specific dates not reported).